Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the machine shut down while in patient use. The screen went black. While in CPAP asb mode the device alarmed "high pressure alarm" and rebooted. The ventilator was removed from use and taken to clinical equipment services. There was no patient injury reported.

Manufacturer narrative:
The investigation of the log file revealed that the ventilator was indeed in apnea ventilation mode when the event occurred. The period in question started with a suction maneuver. When the suction was finished the device switched over from CPAP mode to apnea ventilation because it was detected that a large percentage of the applied tidal volume was not routed via the expiratory valve but escaped the airway system elsewhere. During the sequence of event the device performed a warm start to release surplus gas to ambient because the airway pressure was exceeding the adjusted alarm limit . The warm start and gas release were successful and, after approximately 8 seconds the ventilation was resumed with the settings adjusted by the user. But the situation remained unchanged and thus, the unit switched again to apnea ventilation before user interventions took place, finally. No indications for a device malfunction were found. Apnea ventilation is a volume controlled mode i.e. The airway pressure will be increased up to a level sufficient to apply the set tidal volume. If this will exceed the threshold for maximum allowed airway pressure, inspiration strokes will be stopped and, a warm start may be triggered to open the safety valve for releasing the pressure. This warm start was perceived by the user as a shut down but indeed this was the specified device behavior to respond to the measured impairments in ventilation in the particular situation. Initiating condition was a large leakage, probably caused by user ingress to the breathing circuit system at the end of the suction. The device initiated the defined counter measures and switched to apnea ventilation but the much more dynamic gas flow caused an exceeding of the alarm limit for airway pressure. To protect the patient, a warm start was triggered during which the safety valve was opened to release surplus gas to ambient. No patient consequences have occurred. There is no technical issue with the device that would require repair or any other correction.

Event description:
Please refer to initial MDR 9611500-2016-00148.